Event description:
It was reported the patient experienced a decrease in pain relief. The pump was at/near end of service. During the replacement the physician decided to change out the catheter. The catheter was found to have torn apart at the back. The catheter tip was replaced. The drug used in the pump was a mixture of morphine, fentanyl, and clonidine. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.